Event description:
The patient reported that the infusion set detached during use on (B)(6) 2026 and (B)(6) 2026, 2026. The infusion set had been in use for less than one hour at the time of the incident. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.